Event description:
It was reported that implantable system was explanted; the system was extruding out of the body with the extensions exposed along the spine area and the pocket was weeping and opening up. This occurred approximately three months following implantation. Additionally, the battery was depleted. The pt was started on antibiotics. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).